Event description:
A home patient contacted baxter's technical service center for assistance regarding a "check lines and bags" message that appeared during the prime cycle prior to the home patient's automated peritoneal dialysis therapy using the homechoice machine. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set during priming. Baxter's technical service center assisted the home patient in ending therapy early. The home patient had to set up with new supplies to complete therapy versus repriming due to the fact that the vented patient line connector cap had already been discarded. No patient injury of medical intervention was associated with this incident.